Manufacturer narrative:
Com-(B)(4)

Event description:
Dexcom was made aware on (B)(6)2018, that on (B)(6)2018, a notification to replace the sensor prior to 7 days was reported. Data was not available for evaluation. Confirmation of the issue and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a notification to replace the sensor prior to 7 days was reported. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data. The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. Transmitter functional tester: passed all relevant testing. Pairing with (B)(6) device: passed. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4).

Event description:
Pt: I just got a message that says to change my sensor, but I just changed it yesterday.